Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, e1 (initial reporter, event site email), g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) was unable to duplicate the reported issue.

Event description:
It was reported prior to use that cs300 intra-aortic balloon pump (iabp) has leak in circuit. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character limitation in block e1:(B)(6). Event site name: (B)(6).